Event description:
It was reported that the patient experienced unspecified signs and symptoms of withdrawal. The pump contained morphine sulfate 40 mg/ml; daily dose not reported. The pump was filed approximately five days prior to the event. At the time of that refill, the expected reservoir volume was 2.5 mls; the actual reservoir volume was 16 mls. In the operating room, the catheter was checked and found to be patent. The hcp replaced the pump. The hcp questioned battery depletion, rotor stall or malfunction. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.